Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing rash was irritated the lifevest equipment. Patient described the area as patchy rashes all over the body. There was no alleged device malfunction contributing to the rash. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Follow up indicated that the rash improved.